Manufacturer narrative:
Product returned for evaluation: the valve was visually inspected; marks on proximal connector were noted. The valve passed the tests for programming, occlusions, leaks, pressure, siphon guard. No root cause could be determined as the technician did not find any functional problem with the valve. The root cause of the marks in the proximal connector is probably due to a clamp being used with atypical force, these marks did not have an impact on the functioning of the device. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was blocked and was revised. The valve was implanted to the patient via ventriculoperitoneal shunt. During the procedure, patency of the valve was attempted to be checked after implanting, before closing. Then, patency could not be confirmed. Therefore it was replaced with a new valve. There was surgical delay was observed (over 30 mins and within 1 hour). And no adverse consequence to the patient.